Event description:
Had lasik surgery in (B)(6) 2001 at (B)(6) and it did correct my vision to 20/20. However, I immediately suffered from severe dry eyes, corneal neuralgia (eye pain), light sensitivity, halos, ghosting, double vision, and night blindness / inability to drive at night. In (B)(6) 2010 I was told that my cornea had been weakened by surgery and I had irregular astigmatism / keratectasia. For years I was told there was "no cure" and was told to wait until corneal crosslinking was approved by the FDA. During this time my vision rapidly deteriorated to the point of being legally blind wearing glasses. I tried rgp lenses for keratoconus but was unable to tolerate them with the dry eyes and sensitivity / pain issues. Finally I found someone to help me and am being fitted for scleral lenses. My pre-surgery medical records have been "misplaced" as were the records for the years of visits / complaints post surgery. These eye issues have made it difficult to work, drive, or lead a normal life. FDA safety report ID# (B)(4).